Event description:
The customer reported an elevated estradiol result, for one patient, involving the unicel dxi 800 access immunoassay system used in conjunction with the access estradiol assay and calibrator. The customer also noted wash carousel motion errors at the time of the event. Subsequent analyses of the sample, on the same instrument, produced lower results. The elevated result was not released from the laboratory. There was no patient consequence or change in patient treatment associated with this event. The patient¿s sample was collected in serum separation tube (sst) and centrifuged for five minutes on the automation line centrifuge, at room temperature. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) discovered a broken spinner gripper finger and replaced the gripper finger to resolve the issue. The fse proactively completed additional repairs and performed a passing system check and estradiol precision study. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation.